Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection was performed, and no broken components are observed the distal tip. The tube adapter was not broken, and no damage was observed. An in-house mcs tip accessory was able to be installed on the tube adapter without any issues. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument tip was broken. The procedure was completed with no reported injury.